Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 31056 occurred against universal surgical manipulator (usm4). The intuitive tech support engineer (tse) advised to reboot the system, but this did not resolve the issue. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. No known impact or patient consequence was reported. Intuitive followed up with the customer and was advised that the procedure was completed laparoscopically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 31056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.